Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had shut down. Pump error occurred, replace battery and power loss also occurred. Customer's blood glucose values were 257mg/dl and 300mg/dl. Customer treated with the insulin pump and declined to troubleshoot for high blood glucose value. Customer stated that the power loss alarm did not occur at the time of call. Insulin pump will not be returned for analysis.